Manufacturer narrative:
(B)(4). Date sent: 12/14/2015. (B)(4). Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was a bougie or ng tube used? What was the patient¿s bme? Did the patient have any previous abdominal surgery? Approximately how long was the staple and cut line on the 1st and 2nd firing? Was the device difficult to close? Were any unexpected noises heard? Was the device articulated? Did the surgeon use the pulse firing technique? Was any damage noticed with the cartridge or anvil? The analysis results found that one plee60a device was returned with the anvil bent upwards and an ecr60t cartridge loaded on the device partially fired 1/2 consistent with an incomplete firing cycle. In addition, the bailout door was out of position and the lever was down. Please note that if the manual override door is removed the device is disabled and cannot be used for any subsequence firings until the door is installed. A test bailout door was installed and the knife returned to its home position. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The reverse button and the bailout mechanism worked as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a bariatric roux-en-y revision procedure, on the second firing, the surgeon loaded the device with a black reload and synovis peri-strip buttressing material, waited 15 seconds before firing the device and then fired. The device fired halfway and then stopped. The surgeon used the knife reverse button, the knife came back, and he was able to remove the device. The device did deliver a staple line and a cut line that were equal in length. The surgeon reloaded the device with another black reload without the buttressing material. He moved the angle of the location he was firing on and attempted to fire. The device fired halfway and then stopped. He tried to use the knife reverse button to bring the knife back, however, it did not work. He tried to use the manual override lever and it did not work. He had to open another device, of the same product code, to cut the first device out. The surgeon stated that he had to remove most of the stomach; more than he expected to, and that this was a deviation of the original surgical plan. The case was completed with the second device. There were no patient consequences reported.